Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Patient financial services received a notification that the customer has passed away. Attempts were made to contact the next of kin. One of the phone numbers on the customer's file was disconnected and the other number just rings a busy tone. A call back request letter was sent on (B)(6) 2015. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.